Event description:
It was reported that an asymptomatic patient presented device data via merlin.net transmission with non-sustained lead noise due to post-paced t-wave oversensing. Oversensing was noted on the stored egm. The device was reprogrammed and no further issues were reported.

Event description:
It was reported that an asymptomatic patient presented device data via merlin@home transmission with non-sustained lead noise due to post-paced t-wave oversensing. Oversensing was noted on the stored egm. The device was reprogrammed and no further issue...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.